Manufacturer narrative:
A ge service representative performed an on site investigation. A new power cable and a new hand switch were installed. The broken temperature sensor wire was soldered. The system was tested and operates as intended.

Event description:
The customer reported the 9600 system would not turn on. No patient injury was reported.